Event description:
During an arteriovenous fistulogram (av) with percutaneous transluminal angioplasty (pta), the physician attempted to use the balloon which burst upon pressure of 16 atms. Part of the balloon was sticking out of the pt's arm after bursting circumferentially rather than longitudinally. The pieces were retrieved with forceps.

Manufacturer narrative:
(B)(4): removal of foreign body, not specifically labeled per the IFU. Balloon burst, specifically addressed in provided IFU. The device is inspected according to quality control specifications. The balloons are statistically sampled to ensure that the material is free of defects and damage. All devices are inspected to ensure the integrity of the distal and proximal bonds and each device is leak tested. The device is shipped with an instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rated burst pressure of 15 atm/bar is documented in the IFU and on the product label. A total of three devices were returned in a used and contaminated condition, along with a wire guide and images. The complaint devices were examined. The first device was damaged. The shaft was elongated 8cm from the proximal balloon bond. The elongated segment was 1cm in length. This damage is consistent with the device being withdrawn and meeting resistance. The tip of the device was elongated to 9cm in length. The balloons bonds were unremarkable. The tip was separated proximal to the distal balloon bond, which is the expected location of separation if the material is stretched. The separated balloon material measured 2.5cm in length. The balloon material attached to the shaft measured 1.5cm in length. There was a linear tear in the balloon material of the separated segment. The attached balloon material has a circumferential tear with a section that was torn linearly. The balloon material on the attached segment was constricted, indicated by the shape of the balloon at the location of the circumferential tear (funnel/waist shape). The balloon ruptured longitudinal at 16atm (rbp 15atm). At the point of heavy constriction, the balloon tore circumferentially. The balloon met resistance during removal and excessive pressure was placed on the device. This resulted in elongation of both the shaft and tip and eventual separation. It appears that some of the shaft material necked onto the wire guide. The second device ruptured longitudinal. There was nothing remarkable concerning the third device. With the info provided and the condition of the returned product, it appears that the device was used above the rbp in a heavily diseased/constricted lesion that may have contributed to the rupture of the balloon. The IFU does stated that the device and sheath should be withdrawn as a unit if resistance is met during withdrawal. Separation of the tip resulted in the physician retrieving the separated segment. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.